Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had loose contact at the connection to the processor. There were no reports of patient harm.

Event description:
It was reported that the subject device had loose contact at the connection to the processor. The issue was identified before the procedure and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. It was returned to the regional repair center. The regional repair center was unable to confirm the reportable malfunction. A specific root cause could not be identified as the reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.